Manufacturer narrative:
The lot number info was not included in the (B)(4) report; threfore, age of product is unk. Also, we have not received a report of a 37370dl causing a pt injury during the same time frame. Our labeling for this product indicates the user must inspect the instrument upon receipt, prior to, and after each procedure for damages to insulation. We assume there was damage to the insulation of the subject 37370dl suction and irrigation cannula, causing it to arc and burn the liver.